Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/10/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: - procedure name: disembowelment treatment - the tip of the needle was missing at the first use: manufacturing issue or the needle was broken? - it was impossible to pass through the tissue: the issue was discovered like that. - the needle was searched by intensifying screen: it was not found. Use of a suture + needle (vicryl). Impossible to perform the stitch : anomaly at the level of the tip (broken or manufacturing defect) action performed by the health facility : search for potential missing tip of needle. The thread was changed

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the initial procedure & procedure date?:(B)(6) 2021. When did the issue occurred? Before used in the patient or during use in the patient? Please clarify - pending response. What do you mean by "impossible to take stock"? Please clarify: it was impossible to perform the stitch. What was the exact issue? Please explain: pending response. Did the needle got broken? Please confirm: pending. Did the patient suffer from any consequence due to the issue with the device? If yes please explain: pending response. Device return follow up. Did the broken needle leave needle fragments in the patient? Pending response. Were needle fragments removed during the same procedure? Pending response. How was it confirmed that there were no needle fragments left in the patient? Pending response. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient it was impossible to complete the stitch. The end of the needle was broken, or had a manufacturing defect. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: visual analysis of the returned sample determined that on broken needle at the tip product code j921 was received. Marks on the tip due to use of the surgical instrument were observed. A failed suture needle was submitted for fractographic evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. Y. The tip surface was examined in multiple locations to determine the fracture mode. The surface did not reveal any fractorgraphic evidence. A smooth surface with circular shaped voids was observed, possibly the result of mechanical damage. The evaluation was inconclusive, as the surface did not reveal fine fractographic features. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m product complaint # (B)(4). Date sent to the FDA: 5/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: visual analysis of the returned sample determined that on broken needle at the tip product code j921 was received. Marks on the tip due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.